Manufacturer narrative:
The customer stated there have been no further issues. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The sample from 1 patient in the emergency room was initially tested and the na result was 154 mmol/l, the k result was 8.04 mmol/l and the cl result was 113.9 mmol/l. None of these results were accompanied by flags or alarms. The results were reported outside of the laboratory where the doctor questioned the results. A new sample was obtained from the patient on the same day and the ise results were "normal." The actual results were requested but were not provided. On (B)(6) 2017, the customer repeated the initial sample and the ise results were "normal." The actual results were requested but were not provided. Product labeling indicates expected na results are between 136 mmol/l and 145 mmol/l, expected k results are between 3.4 mmol/l and 4.5 mmol/l and expected cl results are between 98 mmol/l and 107 mmol/l. There was no allegation that an adverse event occurred. The customer was not aware of any affect to the patient. The patient has been discharged from the emergency room. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and identified an issue with the rinse vacuum tubing. The tubing was becoming pinched which did not allow for proper cell rinse. The fse corrected the rinse tubing and checked all probe adjustments. Instrument mechanism checks were completed x30 without noise or imprecision. A 21 cup precision test was performed and was within the appropriate guidelines. The customer ran calibration and quality controls without further issues.